Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the evidence provided in the dlog analyses, which includes information provided by the customer about elevated lactate dehydrogenase (ldh) levels on the day the alarms occurred indicate that the hemolysis was related to the patient physiology. The optia machine performed as intended by alerting to the red cells detected in the plasma line. Root cause: based on the information provided by the customer, the patient was being treated for thrombotic thrombocytopenic purpura (ttp) and this issue occurred on their 4th day of tpe treatments out of 9 consecutive days of treatment. The patient¿s lactate dehydrogenase (ldh) count on (B)(6) 2015 was 1,196 units/l, which was significantly higher than the average of 460 units/l for other days of treatment. Based on the information from the run data files and the patient¿s diagnosis and ldh counts, it is possible that the cells were detected in plasma line from centrifuge alarms and the red cells observed in the plasma waste bag could have been due to some patient-related hemolysis.

Manufacturer narrative:
Investigation: the run data files were analyzed for all three runs. The rbc detector signals in all three procedures showed some signals that are commonly seen when hemolysis is present in the system. This, combined with the observation from the customer that rbcs were observed in the plasma waste bag, shows that it is possible that there could have been hemolysis in the system. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported observing red blood cells (rbcs) in the plasma waste bag, during a therapeutic plasma exchange (tpe) procedure. The operator attempted this procedure 3 times on the same day. The first two attempts were run for less than 20 minutes on the same optia machine, then the third run was successfully completed on a different optia machine. No rbcs were noted in the plasma waste bag during the third attempt. The rbcs in the waste bag, as well as signals in the run data files for all three procedures, which were analyzed by terumo bct, indicated it is possible there was hemolysis present in the system. The condition of the patient is unknown at this time. No medical intervention was needed for this event. The patient's identifier is not available at this time. The disposable set is not available for return, because the customer discarded it.